Event description:
An ophthalmic assistant reported that following intraocular lens (iol) implant surgery, a patient experienced discomfort. The surgeon noted there was residual cortex and the capsule was compromised. The lens was exchanged. Additional information was received from the ophthalmic assistant who reported the event resolved with cortex removal. She reported that in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. The viscoelastic used is not qualified for cartridge use. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).